Event description:
Additional information received reported that it was unknown if there was 50 percent or greater symptom reduction. The cause of the event was not determined and it was unknown if it was device related. The patient had not followed-up and the health care provider (hcp) had not seen the patient since 2012-(B)(6). If additional information is received, a follow-up report will be sent.

Event description:
The patient stated her first interstim never formed a pocket and moved around all the time and had her surgeon remove it. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0343913v, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).